Manufacturer narrative:
Covidien reference number: (B)(4). A non-medtronic/covidien service provider replaced the o2 sensor and the device was returned to service. Medtronic/covidien was not authorized to evaluate/service the device.

Event description:
It was reported that during use the e500 ventilator generated an oxygen sensor error. The patient was transferred to another ventilator. There was no reported patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An oxygen sensor (o2) was returned to covidien/medtronic¿s failure analysis. An investigation was performed and the failure analysis technician reported that the reported condition could not be duplicated.